Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed that the cutting wire has disconnected from the catheter at the distal end. The distal end of the cutting wire has pulled free from the catheter at the distal skive but remains attached at the proximal end. It was noted that the securing component was attached to the cutting wire, however, the tail had detached from the securing component and was not included with the returned product. A further examination of the catheter tip was conducted and it was evident that the distal skive was ripped and exhibited signs of cautery. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual used conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A separated and/or broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. Cutting wire separation and/or breakage can occur if the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Cutting wire separation and/or breakage can also occur if the cutting wire makes contact with the endoscope when electrosurgical current is applied to perform the sphincterotomy. The instructions for use caution the user to ensure the cutting wire is completely out of the endoscope when applying electrosurgical current. The instructions caution the user that contact of the cutting wire with the endoscope could result in breakage of the cutting wire. If the sphincterotome is used with excessive electrosurgical current settings provided by the electrosurgical unit, this can contribute to cutting wire separation and/or breakage. The instructions for use for this sphincterotome direct the user to verify desired settings by following the electrosurgical unit MFR's instructions. If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and add'l pressure is applied, this could have contributed to cutting wire separation and/or breakage. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Correction action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, a cook fusion omni-tome was used. While attempting a sphincterotomy of the duodenum the head cutting wire was damaged [cutting wire securing component separated from the distal end of the catheter]. No section of the device detached inside the pt. They changed to another product to complete the procedure. Our eval of the product confirmed a section of the cutting wire securing component has detached from the device and was not included in the return. Info regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. The initial reporter stated that a section of the device did not remain inside the pt's body; however, the location of the missing section detected during our laboratory eval is unk. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.